Event description:
The operator of a vitros 250 chemistry system observed imprecise patient results with vitros amon slides. The laboratory did not report any allegation of patient harm.

Manufacturer narrative:
The investigation into this event was unable to conclude a root cause. The customer was contacted on 5 separate occasions and was unwilling to troubleshoot or assist in the investigation. In the last conversation the customer indicated that acceptable quality control results were obtained on the lot in question.